Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for posterior spinal fusion with hardware implanted at t9-s1. At 5 months post-op the patient began experiencing pain and was unable to stand up straight. At 6 months post-op the patient presented for follow-op. X-rays taken were determined to be normal. Patient began physical therapy. Patient pain reportedly increased and, at 11 months post-op, x-rays were taken which showed a broken rod fractured between l5-s1 and another potentially fractured inside the screw head. It was also reported that the x-rays taken at 6 months post-op showed a broken rod, but was not noticed at that time. At 1 yr. Post-op the patient underwent additional surgery to revise the hardware and it has also been discovered that there is movement of that instrumentation and may need surgical intervention.

Manufacturer narrative:
After review of the patient's medical records, the implant log indicates that the product was not manufactured by medtronic, but was a depuy device, catalog number 196789600.